Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap breakdown with fat necrosis. The recipient's device was explanted. The recipient's skin flap was thinned during revision surgery. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence in attempting to obtain additional information and receive the explanted device was unsuccessful. A review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
(B)(4). Additional information: device available for evaluation? Correction: evaluation codes. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.